Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version #: 2.1.0 h3) a manufacturer representative (rep) went to the site to test the navigation system. No hardware parts were replaced and the system performed as intended. Codes: b01, c19, d14 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that during a spine surgery case today navigation was extremely inaccurate, approximately 10-20 millimeters (mm) off. Patient present. After taking a spin with a manufacturer imaging system, the surgeon reported being off 5-10 mm deep and 10-20 mm longitudinal. The site took another spin with no resolve. No known impact to patient outcome. There was a surgical delay of less than one hour. Manufacturer imaging and navigation systems were aborted. No further information available.

Event description:
They finished the procedure using fluoroscopy. They did not continue to use navigation when they found it was inaccurate.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The archive and case details were reviewed, however, the logs were not available. Archive had 2 imaging system exams with 192 slices each with (spacing thickness 0.83mm both), it seemed the site did auto-registration with the imaging system. As per the salesforce case comment (B)(4) done on 8/1/2024, it seemed that it was the user error (workflow issue). Anyway logs and archive will not be helpful in imaging system auto registration cases, and here as per the comment((B)(4)), suspected this might have been user error but can't say confidently. Codes: b01, c19, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.